Event description:
Healthcare professional (hcp) reported the home patient (hp) felt an electrical shock while using the homechoice pro cycler for apd therapy. Hcp relates that the hp was performing the hp's apd therapy during a thunderstorm when the power briefly went out throughout the hp's house and the hp's homechoice pro cycler. Hcp relates that the power was restored and the hp reported feeling an electrical shock throughout the hp's entire body. Hcp relates that the hp felt pain in chest area and continued apd therapy. According to the hcp, the hp went to the hospital later in the day and remained hospitalized for 3 days. During hospitalization, the hp was examined for shock symptoms and the attending physician felt that the hp had been shocked. Hcp relates that the hp has since returned home and continues to use the homechoice pro cycler for apd therapy with no difficulties.